Event description:
The reporter states that the expiration date is missing on the accu-chek active strip vial. No actions reported. No adverse event reported. The accu-chek customer care service center sent replacement product. Customer advised to return suspect device.